Event description:
It was reported that the catheter was leaking. The 95% stenosed target lesion was located in the left anterior descending artery. A 1.25 mm rotapro was selected for use. During the procedure, it was noted that the catheter was leaking a liquid. The procedure was completed with another of the same device.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). Device evaluated by manufacturer. The device was returned for analysis. Visual inspection of the device found that the burr housing was dismantled upon device return and that there were numerous slight sheath kinks to the device. Microscope inspection of the device did not identify any damages or defects. The device was tested by connecting to the saline infusion line to test for a leak. There was no irregularity detected.

Event description:
It was reported that the catheter was leaking. The 95% stenosed target lesion was located in the left anterior descending artery. A 1.25 mm rotapro was selected for use. During the procedure, it was noted that the catheter was leaking a liquid. The procedure was completed with another of the same device.